Event description:
The customer states the system fails to complete bootup.

Manufacturer narrative:
The system hard drive was removed and replaced. A system software reload was performed. Service with the ups in the manual bypass mode. The system operates as intended.